Manufacturer narrative:
Device anlysis report is attached. Additional information received from clinic reporting that there is an extrusion exposing receiver / stimulator (specific date not reported). This report is submitted on sep 26, 2021.

Manufacturer narrative:
Correction: there has been no device repositioning as previously reported. The device was explanted on (B)(6) 2021, due to a "post-operative skin defect over the implant." This report is submitted on june 29, 2021.

Manufacturer narrative:
This report is submitted on may 21, 2021.

Event description:
Per the surgeon, the device was re-positioned (date unknown and details of why the device was re-positioned was not supplied).